Manufacturer narrative:
Date of report: 01jul2019. Date rec¿d by MFR:18jan2019. There was no on-site evaluation by the manufacturer. This issue was addressed in-house by the customer. The customer reported that the device was repaired, and is back in service. No further information was provided as to what part or procedure was utilized to repair the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was failing calibration. There was no patient involvement. The event date was not specified; estimate used.